Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient experienced symptoms including vomiting, nausea, and fruity breath shortly after a continuous glucose monitoring (cgm) sensor was applied to the abdomen. The patient uses the insulet omnipod5 system in a modified closed-loop configuration. At the time of the incident, the estimated glucose value (egv) from the cgm was 128 mg/dl, while a separate blood glucose reading indicated a "high" value. Due to the concerning symptoms, the patient¿s daughter contacted emergency services (911), and the patient was transported to the hospital. Upon arrival, a fingerstick test revealed a bg level of 1200 mg/dl. The patient was not aware of the cgm readings during this time. The patient cannot recall the exact medication administered but believes it was likely insulin. He remained hospitalized for approximately 16 hours and was diagnosed with diabetic ketoacidosis (dka). At present, the patient is able to communicate, though he has limited memory of the events. The only detail he clearly remembers is being in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.